Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to the patient's unique anatomy, medical treatment, and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Per the instructions for use (IFU): the system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received from the clinical study database that the patient complained of pain caused by the hyperplastic scar formation at the "mesial" wound. The patient was subsequently prescribed hirudoid ointment. The patient was not hospitalized for the event. The event has not resolved. The primary investigator reported that the relationship of the event to the hvad implant procedure and patient condition was undeniable. The relationship of the event to the hvad device was deemed deniable. No further information was provided.